Manufacturer narrative:
D9 - date returned to MFR: 2/26/2026. An email was received regarding smallbore trifuse ext set w/3 microclave clear clamps with item number mc330577 and lot number 14596550. It was reported that trifuse were breaking off at the connection site to the patient and the central line had clotted off. The event occurred while use on a patient with medications infusing. There was no patient harm but a delay in therapy. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a smallbore trifuse ext set w/3 microclave clear clamps where the customer reported that the trifuse was breaking off at the connection site to the patient, and the central line had clotted off. There was no reported patient harm.